Event description:
Cryo unit booted up, then went to a blue error screen. Rebooted fine, but after 5 minutes it went to the blue error screen again. Numerous further attempts were made to get the unit to boot up including swapping out the hard drive. Interactive discussions with service over the phone providing instructions in an attempt to resolve the issue were unsuccessful and the procedure was aborted. The patient had been intubated for approximately on hour waiting to be transferred to the CT table for treatment. Case has been rescheduled.

Manufacturer narrative:
System received in-house 02/17/2015. Hard drive determined to be bad due to undetermined issues following disk kill and software reloading.

Manufacturer narrative:
Field service engineer (fse) dispatched. Fse onsite with another cryo system to monitor. Unit ccs3087 to be sent back to healthtronics for repairs. Rental unit to be provided.